Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2014 due to chest constriction sensation for 2 months. Coronary angiography on (b)96) 2014 showed double vascular lesions. A 3.0x33mm xience xpedition stent was implanted in the proximal left anterior descending artery (lad) with 80% stenosis. Patient was discharged on (B)(6) 2014 after improvement. In (B)(6) 2019, the patient was re-hospitalized for reoccurring angina. An enhanced computed tomography revealed stenosis at the end of the stent. Infusion treatment was provided, and the patient was discharged after improvement. The relationship between the event and the device was unknown. No additional information was provided.